Event description:
A report was received that the patient had pain at the insertion site of the scs system with intense sensitivity over the anchoring hardware. The patient underwent a revision procedure wherein the anchors were buried deeper. The patient was recovering and the post-operative soreness was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced. The explanted devices were not returned to bsn as they were discarded by the medical facility.